Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s) h12k02034 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is report 1 of 3 for this event. This is a report of peritonitis in a patient, coincident with dianeal peritoneal dialysis (pd) therapy. The patient experienced peritonitis and was hospitalized on the same day. On an unreported date, the patient was treated for peritonitis with unspecified antibiotics. At the time of this report, the patient was still hospitalized though they had recovered from the case of peritonitis.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional relevant information become available, a follow-up report will be submitted. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.